Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had keypad unresponsive and crack in pump casing. The blood glucose at the time of the incident was 10.7 mmol/l. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.